Manufacturer narrative:
Event site postal code: 506-8550. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint(B)(4). H3 other text: device not returned.

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. The hospital staff thought that the negative pressure was faulty, so negative pressure was applied to the balloon and insertion was attempted again, but was not successful. A new iab was taken out and negative pressure was applied to the catheter, which allowed it to be inserted without any problems. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).